Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had unexpected longevity. It was noted that when the patient arrived in the emergency room, the device had no pacing function nor telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that sigma pace was not performed prior to functional test.

Event description:
On 2016-08-25: it was further reported that the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.